Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the elective replacement indicator (eri) triggered. It is unknown if this occurred prematurely.

Manufacturer narrative:
Correction: the device exhibited characteristics of normal depletion; therefore, this device is no longer reportable.

Event description:
Additional information indicates the device exhibited normal depletion.

Manufacturer narrative:
Correction: the device code should have been 1483 rather than 2885. An elective replacement indicator message was reported to abbott. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Actions have been taken to prevent reoccurrence.